Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 313.992, lot 5611948: release to warehouse date: october 25, 2007. Manufactured by synthes brandywine. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection of the physical device and also from the image provided, it was observed that the tip of the device was broken at its distal tip portion. The broken fragment was not returned. No other issues were identified with the returned device. The dimensional inspection of the device could not be conducted due to post-manufacturing damage. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during an inspection, the tip of the cruciform screwdriver shaft was found to be broken. There was no patient involvement. This report is for 1 1.3mm cruciform screwdriver shaft, self-retaining. This is report 1 of 1 for (B)(4).